Manufacturer narrative:
One device was returned for analysis. Visual inspection found a contaminated downstream/upstream occlusion sensor/seal. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to contamination. As a result, the sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited a double beeped. During physical inspection, it was found that the pump failed occlusion testing. There was no patient involvement, no patient injury was reported.